Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing broke. This occurred on 7 occasions. The following information was provided by the initial reporter: material no: 2432-0007. Batch no: unknown. It was reported that tubing broke by the filter.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 4/15/2021. H.6. Investigation: one used primary set, model 2432-0007, was received by the customer for investigation. A non-bd secondary set was returned attached to the top smartsite. Upon visual inspection, it could be observed that the filter was disconnected from the tubing. No other defects were observed. The customer's complaint that the tubing was broken above the filter was verified. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the filter outlet component had broken off of the filter and remained within the tubing. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. The manufacturing process was examined and was found to likely have not contributed to the defect. The sample was then shipped to the filter supplier to additional investigation. The supplier was unable to determine the root cause of this defect. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing broke. This occurred on 7 occasions. The following information was provided by the initial reporter: material no: 2432-0007, batch no: unknown. It was reported that tubing broke by the filter.